Event description:
It was reported that during a lap chole procedure, the clips were falling out and not secure. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Not known. What vessel or structure was the device fired on at the time of the event? Not known. Was the clip fully advanced into the jaws prior to firing? Not known. Was there any torquing or twisting of the device present at the time of firing? Not known. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Not known. Was the device fired after this incident in or out of the patient? Not known. What were the indications for surgery? It was a lap chole. What was found? Does the patient have any relevant history of surgical treatments? Not known. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No the analysis results of device (a) found that it was received in good condition. Upon firing of the device, three clips gap were formed as a result of the clip tips being located outside the jaw pockets toward tissue stop during clip forming. The clip is designed such that the clip tips close toward each other (termed "tip-to-tip") and form a diamond shape during initial clip forming. As the clip continues to form, the diamond shape is flattened until the legs of the clip are essentially parallel to each other. The design intent of the forming system is to ensure that the formed clip remains within the jaw pockets during final clip forming. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. However, it could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned with excessive dried body fluids. Upon evaluation the trigger was difficult to cycle. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, two clips were found adhered to the clips track due to excessive dried body fluids. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note that this finding is not related with the incident reported. Due to the returned condition of the device no testing could be preformed to evaluate the event reported. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9lc8l, (mfg date 10/26/2010 exp date 09/26/2015).